Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak from the connection of a pca tubing to a primary tubing during a potassium infusion, dosage and rate not available. The tubing was replaced with a substitute from the same lot and the leak occurred again. When the tubing was replaced with a different lot the infusion continued without incident. It was noted that the connection between the pca and primary tubings appeared to be secure. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the connection of the pca tubing to the primary tubing was not confirmed. No anomalies were observed during visual inspection. Functional, pressure, and dimensional testing resulted in no leaks or other issues. The root cause of the reported leak was not identified.